Manufacturer narrative:
Corrected data: g.3 was inadvertently left blank, the correct date for g.3 is 4/28/2021.

Event description:
Physician reported ruptures diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.